Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the asymptomatic patient was admitted to the emergency department on (B)(6) 2026 due to a driveline power fault alarm. The ventricular assist device (vad) coordinator confirmed proper modular cable connection to the driveline and system controller and log files were submitted for review. The event log file confirmed driveline power fault a starting on (B)(6) 2026 20:12. There was no pump interruption during this event. Additional log files were resent on (B)(6) 2026 and showed a driveline power fault at approximately (B)(6) 2026 21:17:58. The motor function was not affected by this event. A controller and modular cable exchange was performed on (B)(6) 2026, and a round of power cycling was performed. The exchange resolved the driveline power fault alarms. The vad and peripheral equipment were functioning as intended. The device operated as expected and the patient was discharged home on (B)(6) 2026.